Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that the pump emitted loss of prime warnings. The patient stated that then the reprimed the pump they were attached each time. The patient stated that their blood glucose (bg) dropped to 17mg/dl and emergency medical services was called but patient did not provide what treatment was given. This report is being made due to hypoglycemic event the patient experienced due to an alleged loss of prime warning and priming while attached contributing the bg excursion.